Event description:
The lay user / patient contacted lfs on (B)(6), 2011 alleging inaccurate erratic readings on his one touch ultra 2 meter. The patient mentioned that he had obtained results of 170 mg/dl, 48 mg/dl, 97 mg/dl, 145 mg/dl and 200 mg/dl within 20 minutes from one another on (B)(6), 2011. The patient mentioned approximately 30 minutes after the alleged issue began; he felt sweaty, nauseous, dizziness and experienced vision problems. The patient was not tested on another device and went and self-treated with food/drink. The test strips were in good condition and not expired. The test strip vial was not cracked or broken. A quality control test was not done since the patient did not have any control solution. The product was replaced. The complaint is being reported since the patient alleged that due to the alleged high readings, he later developed symptoms suggestive of a serious injury and had to self-treat with food/drink.

Manufacturer narrative:
The 510 (k) # is k053529. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.